Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet3052 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "line was placed 3/5/21 for out patient use. The total length was 13 cm. Use by date of (B)(6) 2021. It started leaking, reportedly the weekend of the 13-14. It was removed in ed by myself (B)(6) 2021.